Event description:
It was reported that the patient had surgery to revise the lead but it could not be removed. They capped the old lead and implanted a new lead near the old lead to an extension and implantable neurostimulator (ins). Additional information was received from a manufacturer representative (rep) reporting that the new lead was implanted on (B)(6) 2021. They clarified that there was no issue regarding to the dbs per se. The reason for the revision was for target correction. The cause of the inability to remove the old lead was the surgeon's discretion.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.